Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that due to confidential/legal reasons they were unable to disclose the patient's gender and relevant medical history. The implant date of the pump was (B)(6) 2020 and the rep had asked for the precise date. It was stated that the patient had an MRI at the time/start of the motor stall on 2025-sep-30 and the patient was not exposed to a strong magnetic field or electromagnetic interference regarding the motor stall. The timing of the motor stall recovery coincided with the timing of the pump interrogation. The cause of the motor stall was determined to due to MRI. No further actions/interventions were taken. It was determined that regarding service code 527, it was unknown if the tablet was incorrect, but the physician states that the date was correct and time might have been off for some minutes. The cause of the 527 code was not determined. It was unknown if the 527 code was resolved. The patient left after the motor stall recovery without any problems and there were no further appointments afterwards so the pump could not be interrogated. It was stated that the patient was doing well. The pump remained implanted. Since there was no interruption in therapy, the patient was doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 30.0 mg/ml at a dose rate of 11.011 mg/day via an implantable pump. It was reported that the pump motor had stopped (stalled) for 8 days; however, the patient had neither withdrawal symptoms nor was the residual volume in the pump conspicuous. It was further indicated that with an 8-day break there should have been significantly more (residual drug) in the pump reservoir. The catheter was continuous with cerebrospinal fluid aspiration. As per the pump log, a service code 529 regarding the pump motor having stopped and resumed and service code 527 regarding the programmer time may be incorrect were indicated. Also, per the pump's log, a critical alarm regarding pump motor stall occurred on (B)(6) 2025 at 13:12 followed by a critical alarm regarding pump having stopped for more than 48 hours on (B)(6) 2025 at 13:12. Also, per the pump log, the pump motor stall recovered on (B)(6) 2025 at 08:31. The clinician programmer software application version being used per the pump log (session date (B)(6) 2025) was version 2.0.1460. It was being considered that the residual volume in the pump having matched the estimated (expected) volume and motor stall recovery minutes after pump interrogation would suggest telemetry mode of the pump.